Manufacturer narrative:
Additional information received indicated that the customer had switched the type of insulin used from humalog to novolog and no occlusion alarms had occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was not impacted. Tandem technical support had the customer perform a system check and the infusion set site appeared to be a possible cause of the occlusion. The customer thought that the infusion set site was "fine" as the bg was "under control". The customer believed that insulin was being delivered. The next day, the customer had not received any further occlusions.